Event description:
The customer called to report that he was just released from the intensive care unit due to an insulin pump malfunction. The customer did not provide any further info.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.